Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported the patient was feeling stimulation, but they had a loss of therapy. It was noted the patient had a fall. The caller reported that increased from 1.5 to 2.5 and then down to 2.3. The caller stated ¿she has started wetting the bed again at night, so we don¿t know if it is a urinary tract infection (uti) or if she is just sleeping more soundly or if the device needed to be changed.¿ the caller didn¿t know what the issue was, but it was most likely a loss of therapy. The caller stated that when they increase it, it became uncomfortable for the patient. The caller noted the patient fell in maybe january, but maybe february. The caller stated the loss of therapy start in february. The caller noted they did not know if for sure that she fell, she just said her shoulder and arms hurt, but she had memory loss so the caller wasn¿t sure. The caller stated they were going to a healthcare professional (hcp). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.